Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high when performing a blood and control solution test. The complaint was classified based on the customer care advocate (cca) documentation. On the morning of the previous month, the pt reported obtaining blood glucose readings of "365 mg/dl" with the subject meter and "200 mg/dl" on another device (true read) performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <= 30 mg/dl. As a result of the alleged high reading, the pt claimed she took 10 units of novolin r instead of 8. Approx 1 hour after the alleged issue began, the pt reported that she became shaky. In response to the symptom, the pt claimed she treated self with oral glucose. At the time of troubleshooting, the customer care advocate (cca) noted that the pt was using the correct testing technique and cleaning the puncture area properly. In addition, the cca documented that the subject test strips and control solution were in good condition; however, the control solution test fell outside of the specified test strip range at the time of the call. Replacement products were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.